Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 3.5mm x 8mm nc emerge balloon ruptured at twelve atmospheres. The patient was noted to be stable.